Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 531 mg/dl. The customer ran out of insulin and was vomiting prior to being admitted. She also stated that the cannula was bent when the infusion set was removed. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Suggested using different infusion set and inserting in different areas if the customer continues to have bent cannulas. Nothing further was reported.